Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated type of investigation h6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible complications with the use of any tissue deficiency prosthesis may include, but are not limited to, infection, seroma formation, adhesions, hematomas, inflammation, fistula formation and recurrence.¿ the instructions for use further warn: ¿to help maintain asepsis during surgery, special precautions and extremely careful preoperative site preparations are necessary. When operative infection is suspected, dissection of involved tissues should be considered. Any postoperative infection should be aggressively treated at the earliest possible time. An unresolved infection may require removal of the material. Staged repairs should be considered when the soft tissue patch will be subjected to gross contamination.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: on (B)(6) 2012: (B)(6) hospital. (B)(6), md. Operative note. Preoperative diagnosis: abdominal pain status post roux-en-y gastric bypass with large ventral hernia. Postoperative diagnosis: multiple abdominal adhesions. Procedure: diagnostic laparoscopy with lysis of adhesions, repair of large recurrent ventral hernia and esophagogastroduodenoscopy. [Implant: ventralight mesh]. Assistant: (B)(6), md. Anesthesia: general. Complications: none. Estimated blood loss: 150 ml. Specimens: hernia sac to pathology. Procedure: ¿the patient was brought into the operating room and general orotracheal anesthesia was induced. A foley catheter was placed. She was then prepped and draped in the usual sterile manner. A veress needle was placed in the right subcostal region and through this, the abdomen was insufflated. Optical trocar was then used to access the abdomen. There was found to be multiple adhesions. There was very meticulous lysis of adhesions, lasting over 2 hours. Eventually, additional trocars were placed including additional two 5 mm trocars in the right abdomen which were then upsized, one of them to a 12 mm trocar and three 5 mm trocars, one in the left abdomen. Careful lysis of adhesions eventually identified an extremely large ventral hernia extending 28 x 18 cm in her upper midabdomen. There were multiple incarcerated loops of bowel in this which were all reduced. There was no evidence of active obstruction and no enterotomies were identified. Following full lysis of adhesions, a 25 x 33 cm piece of ventralight mesh was brought into the operative field. Multiple ethibond sutures were placed on the periphery of this and it was introduced in the abdomen using the scroll technique. The sutures were brought transfascial with the use of carter-thomason device through separate stab incisions and the sutures were tied. Additional sutures were placed with a carter-thomason through the mesh percutaneously and absorbatacks were used throughout the mesh to secure its periphery; however, despite manipulation, the lower edge of the mesh could not be completely secured. Therefore, a counter incision was made in the midline over the mesh and through this central incision, additional sutures were placed to secure the edges of the fascia to the mesh for excellent coverage. Following this, all trocars were removed. The 12 mm trocar site had been closed by the mesh coverage and therefore, this was not closed at the fascial level. All incisions were anesthetized and then closed at the skin level. I was scrubbed and present for the procedure. Following the abdominal procedure, an upper endoscopy was performed to assess for possible anatomic irregularities s/p [status/post] rygb [roux-en-y gastric bypass]. The scope was passe easily through the mouth, oropharynx, esophagus, pouch and into the jejunum. The jejunum was normal. The gastrojejunostomy was small but patent. The gastric pouch was small. The esophagus was normal. The scope was removed and air aspirated during removal.¿ implant record: ¿mesh hrn 13x10. Manufacturer: bard ventral light st mesh. Expiration date: 6/1/14.¿ implant #1 and #2 preoperative complaints: continued: see attachment. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore-tex® soft tissue patch instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2013 whereby two gore-tex® soft tissue patch were implanted. The complaint alleges that on (B)(6) 2024, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abscess, sepsis, bowel erosion, infection, pain. Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2012: (B)(6) hospital. (B)(6), md. Operative note. Preoperative diagnosis: abdominal pain status post roux-en-y gastric bypass with large ventral hernia. Postoperative diagnosis: multiple abdominal adhesions. Procedure: diagnostic laparoscopy with lysis of adhesions, repair of large recurrent ventral hernia and esophagogastroduodenoscopy. [Implant: ventralight mesh]. Assistant: (B)(6), md. Anesthesia: general. Complications: none. Estimated blood loss: 150 ml. Specimens: hernia sac to pathology. Procedure: ¿the patient was brought into the operating room and general orotracheal anesthesia was induced. A foley catheter was placed. She was then prepped and draped in the usual sterile manner. A veress needle was placed in the right subcostal region and through this, the abdomen was insufflated. Optical trocar was then used to access the abdomen. There was found to be multiple adhesions. There was very meticulous lysis of adhesions, lasting over 2 hours. Eventually, additional trocars were placed including additional two 5 mm trocars in the right abdomen which were then upsized, one of them to a 12 mm trocar and three 5 mm trocars, one in the left abdomen. Careful lysis of adhesions eventually identified an extremely large ventral hernia extending 28 x 18 cm in her upper midabdomen. There were multiple incarcerated loops of bowel in this which were all reduced. There was no evidence of active obstruction and no enterotomies were identified. Following full lysis of adhesions, a 25 x 33 cm piece of ventralight mesh was brought into the operative field. Multiple ethibond sutures were placed on the periphery of this and it was introduced in the abdomen using the scroll technique. The sutures were brought transfascial with the use of carter-thomason device through separate stab incisions and the sutures were tied. Additional sutures were placed with a carter-thomason through the mesh percutaneously and absorbatacks were used throughout the mesh to secure its periphery; however, despite manipulation, the lower edge of the mesh could not be completely secured. Therefore, a counter incision was made in the midline over the mesh and through this central incision, additional sutures were placed to secure the edges of the fascia to the mesh for excellent coverage. Following this, all trocars were removed. The 12 mm trocar site had been closed by the mesh coverage and therefore, this was not closed at the fascial level. All incisions were anesthetized and then closed at the skin level. I was scrubbed and present for the procedure. Following the abdominal procedure, an upper endoscopy was performed to assess for possible anatomic irregularities s/p [status/post] rygb [roux-en-y gastric bypass]. The scope was passe easily through the mouth, oropharynx, esophagus, pouch and into the jejunum. The jejunum was normal. The gastrojejunostomy was small but patent. The gastric pouch was small. The esophagus was normal. The scope was removed and air aspirated during removal .¿ implant record: ¿mesh hrn 13x10. Manufacturer: bard ventral light st mesh. Expiration date: 6/1/14 .¿ implant #1 and #2 preoperative complaints: on (B)(6) 2013: (B)(6) hospital. (B)(6), md. Indications: ¿the patient is a lovely 48-year-old female who is status post roux-en-y gastric bypass; however, has had failed weight loss with morbid obesity, a bmi greater than 50 with a weight of over 350 pounds. She has had 2 previous ventral hernia repairs, most recently in november of 2012 which was performed laparoscopically with a lightweight dual mesh. She was noted to have had a recurrence of this hernia approximately 1 month ago and was pending repair following an extensive weight loss program; however, acutely developed abdominal pain as well as vomiting last night and came into the emergency department. While in the emergency room she was noted to have a white count of 11.1 and a CT of the abdomen and pelvis was performed, which demonstrated concern for partial small bowel obstruction (sbo) secondary to the hernia which had increased in size since her most recent CT in (B)(6). Given the emesis and concern for sbo, I recommended operative exploration. Risks, benefits and alternatives were explained in detail to the patient, risks including bleeding, infection, injury to bowel or surrounding structures, recurrence and death, benefits including resolution of obstruction and alternatives being no surgery and continued expectant management. She acknowledged she understood the risks and benefits and wanted to proceed with an operative intervention and informed consent was obtained.¿ implant #1 and #2 procedure: extensive lysis of adhesions greater than 2 hours. Excision of previous mesh from incisional hernia repair. Open repair of recurrent incisional hernia with mesh. [Implant #1: gore-tex® soft tissue patch, 1320030020/9607329, 20cm x 30 cm x 2 mm thick.] [Implant #2: gore-tex® soft tissue patch, 1320030020/10921280, 20cm x 30 cm x 2 mm thick.] Implant #1 and #2 date: (B)(6) 2013 (hospitalization (B)(6) 2013) on (B)(6)2013: (B)(6) hospital. (B)(6), md. Operative report. Pre and postoperative diagnosis: incarcerated recurrent ventral hernia with partial small bowel obstruction. Anesthesia: general. Estimate blood loss: 100ml. Complications: none. Specimens: abdominal wall mass sent for frozen as well as permanent. Procedure: ¿the patient was brought to the operating room and placed on the table in supine position. Venodyne boots were placed for deep venous thrombosis (dvt) prophylaxis, and 2 grams of ancef were administered within 1 hour of incision. A timeout was performed, which identified the patient by name, date of birth and medical record number. This was anticipated to be a clean case. Following the induction of general anesthesia, the abdomen was prepped and draped in standard sterile fashion and an ioban dressing placed. An elliptical midline incision was then made surrounding the patient's previous scar, and the scar excised, and careful dissection was utilized to gain entry into the abdomen. She was noted to have a very large hernia sac. The abdomen was entered and in doing so, she was noted to have almost peritonealization of a rind on the inferior portion of the sac; however, there was no incorporation of the mesh into the anterior abdominal wall that had been placed back in november, and the entire mesh had been retracted, from the left sidewall, leaving a gap. This mesh was then removed without injury to the bowel or to structures and passed off the field as gross specimen. Attention was then turned to the intraabdominal cavity. Given that she had a partial small bowel obstruction on the CT scan, however with no overt transition point within the abdominal wall, I was concerned, given that the bowel had been entirely matted, and performed an extensive lysis of adhesions to ensure that we freed up any potential points of transition or obstruction. This lysis of adhesions took approximately 2 hours. At the end, I was able to trace the roux limb from the stomach down to the area of the common channel, as well as trace the common channel to the level of the terminal ileum and the biliopancreatic limb. The bowel was thickened, particularly in the proximal common channel, and was consistent with chronic partial sbo. The bowel was inspected. There was no evidence of injury from lysis. On completion of this, attention was then turned to the fascia. The fascia was noted to be quite separated at approximately 20 cm apart. Given that this was her third recurrence and that she would likely be at high risk, I decided not to perform a component separation at this time as I believe that there is much morbidity with the skin flaps and did a repair of the hernia with an underlay of gore-tex mesh. The hernia sac was mobilized free from the skin and subcutaneous tissues in order to use as a buttress over the mesh, and the mesh was sewn in an underlay position to the patient's fascia up to the level of the costal margin superiorly and down below the umbilicus inferiorly with good overlap. A gore-tex mesh was selected. Two 20 x 30 pieces were sewn together with a running prolene suture and trimmed accordingly, and the mesh was sewn into place with 36 interrupted u-stitches using #0 ethibond suture. At the end, the mesh was noted to be in appropriate position in good location with appropriate tension without any gaps between the sutures. The hernia sac was closed over the mesh with a running vicryl suture in order to protect the mesh and then 2 blake drains were left within the skin flaps and brought through stab wounds, 1 in the right lower quadrant and 1 in the left lower quadrant. The skin and subcutaneous tissue were then closed with 3-0 vicryl suture, the skin above closed with staples, the drains sewn into place with a nylon suture and sterile dressings applied. The sponge, needle and instrument counts were correct at the end of the procedure. The patient tolerated the procedure well and was transferred to the pacu in stable condition. Please note that dr. (B)(6) assisted me with this difficult procedure as there was no resident of appropriate level available .¿ implant record: entry 1: ¿patch cv thk2mm 30x20cm sft. Lot#: 9607329/cat #:1320030020. Manufacturer: wl gore & associates. Size 20cm x 30cm x 2mm. Expiration date: 8/30/16.¿ entry 2: ¿patch cv thk2mm 30x20cm sft. Lot#: 10921280/cat #:1320030020. Manufacturer: wl gore & associates. Size 20cm x 30cm x 2mm. Expiration date: 10/31/17 .¿ explant preoperative complaints: on (B)(6) 2024: (B)(6) medical center. (B)(6), md. Preoperative diagnosis: ¿intra abdominal abscess .¿ explant procedure: incision and drainage intra abdominal abscess; repair of abdominal wall hernia with mesh; mesh explantation. [Implant: ovitex]. Explant date: (B)(6) 2024 (hospitalization (B)(6) 2024) on (B)(6)2024: (B)(6) medical center. (B)(6), md. Operative report. Postoperative diagnosis: foul smelling, purulent fluid/abscess swabbed for c & x [culture and sensitivity] with no obvious enterocutaneous involvement. Suspicious area of small bowel concerning for mesh erosion/contamination. Anesthesia: general. Estimated blood loss: 25 ml. Complications: none. Specimens: 1. Mesh. 2. Abdominal abscess wound. Wound classification: contaminated. Procedure: ¿patient was brought to the operating room and placed in supine position general anesthesia was induced without any issues. The patient was given preoperative antibiotics and the abdomen was then prepped and draped in sterile surgical fashion with betadine solution. A midline incision was made measuring about 12 cm focusing on the area of induration. Upon impaling the abdominal wall abscess there was a foul-smelling purulent fluid which was swabbed for culture and sensitivity and immediately evacuated from the wound. There is approximately 120 cc of this foul-smelling fluid and there was concern that there was possible bowel involvement. After using 3 l of copious irrigation solution and the pulsavac to clean out the wound focus was then on explanting the mesh. Explantation of the mesh was done by removing the mesh off of the fascia and then debriding the fascia to good healthy tissue. The explant mesh measured to be approximately 12 x 12 cm. Next the small bowel and colon which was adherent to the mesh was carefully dissected off of the mesh bluntly and sharply. Careful attention was made in order to identify any area that was of possible involvement by way of erosion into the mesh causing the nose to be contaminated and developing the abscess. There was only 1 small area of the small bowel which appeared to be involved which was then debrided and then closed with interrupted lampert sutures. The wound was then irrigated again with another 3 l of kantrex laced normal saline using the pulsavac her [sic]. Focus now was on repairing the ventral hernia defect. The first approach was to use a synthetic mesh which was covered with biological mesh called overtax [sic]. This mesh was used because the closure of the fascia was very tight. So the 12 x 18 and a 9 x 9 overtax mesh was sutured in place with interrupted 0 vicryls and then the midline fascia was dosed with a running 1 pds loop with interrupted 0 vicryl retention sutures. The subcu was then closed over the fascia and then another 3 l of irrigation was used to clean the subcu space. The wound was then closed with interrupted loosely placed staples and packed with iodoform packing. Sterile dressing was applied. The patient tolerated the procedure without any complications. All sponge, suture and instrument counts were correct at the conclusion of the procedure. Patient tolerated the procedure well and was transferred to pacu in stable condition .¿ on (B)(6)2024: (B)(6) medical center. Implant record: ¿mesh surgical hernia. Ovitex 12x 18 cm. Manufacturer: tela bio inc.¿ ¿mesh hernia ovitex 9x9 cm circle. Manufacturer: tela bio inc .¿ on (B)(6) 2024: (B)(6) medical center. Pathology report. Specimens: ¿a: abdominal cavity mesh. Final diagnosis: ¿fragments of granulation tissues, foamy histiocytes, fibroadipose tissue and mesh material.¿ gross description: ¿a. Abdominal cavity. Mesh. The specimen is received in formalin labeled with patient¿s name and ¿mesh¿ and consists of an irregular portion of tan membranous tissue measuring 23 x 11 x 0.3cm in overall dimensions containing a small amount of attached fat and green and blue sutures. Representative sections submitted in 1 cassette a1 .on (B)(6) 2024: (B)(6) medical center. Discharge note. Admission diagnosis: ¿sepsis, due to unspecified organism, unspecified whether acute organ dysfunction present.¿ physical exam: ¿abdominal: bowel sounds are normal. There is no distension. Abdomen is soft. There is no abdominal tenderness. There is no guarding.¿ skin: ¿abdominal incision intact no drainage noted.¿ hospital course: ¿patient was cleared for discharge from surgery infectious disease standpoint. Patient ¿to follow-up with infectious disease and surgery outpatient.¿¿ it should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. It should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore-tex® soft tissue patch instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.